Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that liquid in the left pneumatic driveline was observed while the patient was at home. The patient was instructed by the hospital staff (under supervision at home) to very briefly disconnect and tap out the contents. It was noted that it felt like mineral oil. No changes in drive, vacuum pressures, or alarms were noted. The observed liquid was found to be in te middle of the drive tubing and not between the blood pump and metal bifurcation. Reportedly, the patient was reasonably anxious, but asymptomatic. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.